Manufacturer narrative:
Cpi's analysis of the ICD is in process.

Event description:
On 5/21/1997 cpi received additional info that the pt requested that the follow-up routine return to the normal 3-month follow-up or that the ICD be replaced. Two weeks later the ICD was noted to be beeping at eri and it was removed.